Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising to beyond the expected upper range, and the pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular lead had high thresholds and high impedance. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.